Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implants at the patient's request. Model number, part number, lot number, manufacturing date, expiration date and gtin: 1st (superior): ifuse-3d implant, p/n 7035m-90, lot# 9009291, mfd. 06/14/19, exp. 2024-06-14, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7040m-90, lot# 2666541, mfd. 01/29/19, exp. 2024-01-29, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7030-90, lot# 494549, mfd. 04/11/19, exp. 2024-04-11, gtin (B)(4).

Event description:
In (B)(6) 2019, the patient had left si joint arthrodesis where three implants were installed. The patient later reported to a new surgeon with complaints of low back pain and requested that the implants be removed. The surgeon did not think the left si joint implants were the source of the patient's pain complaints but decided to remove them at the patient's request. In (B)(6) 2021, the surgeon removed all the left si joint implants using chisels as they were solidly fixed in bone. No bone graft or new hardware was added. The status of the patient following the revision procedure is not known.